Event description:
The customer's mother reported the customer having a blood glucose value of 413 mg/dl overnight. Mother stated the infusion set cannula appeared curved and crinkled. Troubleshooting could not be completed during the initial call as the customer was not present. Upon a call later that day, it was reported that a complete set change resolved the issue. Troubleshooting found the insulin pump apparently working as designed. It was advised to monitor the situation. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.